Manufacturer narrative:
Zoll has not yet received the thermogard console (sn (B)(4)) for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) powers off intermittently. The reporter was unable to specify if the issue occurred during set-up or patient use. No known impact or patient consequence was reported.